Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4) ¿ the dentist reported that 4 months after dental implant was installed in intraoral region 5#, its non-osseointegration was observed. 35ncm of primary stability was achieved, the patient presented bone type ii, immediate load procedure was performed and trauma over the implant has occurred.